Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. During functional testing, the customer reported problem of "IV pump keep working without IV insert". Evaluation duplicated the problem upon powering on device and attempting to load a set but the door would not close. A review of the event history log revealed multiple occurrences of the reported problem. The event appears as 'door jammed! '. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be an 2 mech mounting screws loose. The repair will perform mech installment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of pump kept working without IV inserted. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.